Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Based on the limited information available, root cause cannot be determined. With any potential false positive result, there are several potential root causes: low viral load in patient sample that is below the lod of the lucira and reference test. At viral loads close to lod a test detects a positive 95% of the time. When the viral load is below lod, the follow-up test cannot pick up positive reliably and can generate the impression of a false positive result. Low viral loads can also result in sampling variability between samples. Environmental contamination from other positives being tested in that environment or due to improper collection or handling of the specimen. Device malfunction - please note our devices are extensively inspected and tested through a robust lot release process and this scenario is highly unlikely. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua: (B)(4) check-it.

Event description:
One lucira device reported as having an alleged false positive result. The complainant stated the user was retested with a pcr test and received a negative result.